Event description:
A customer contacted global technical services (gts) stating that she reconnected the home patient (hp), but wanted to know if she should have just ended therapy. A connection issue occurred on the home choice (hc) during drain 3 of 5. The hp accidentally disconnected. The caregiver (cg) stated that the patient line was not properly attached to the transfer set and became disconnected. The tsr advised her to call the nurse in the next 24 hours and let her know what happened. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. Per baxter labeling, users are instructed to not reconnect when becoming spontaneously disconnected from therapy unless proper aseptic procedures are used. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.